Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The lesion was pre-dilated with a 3.5x30mm maverick balloon. The physician attempted to place a 4.0x16mm liberte bare metal stent to the 90% stenosed lesion located in the severely calcified, severely tortuous right coronary artery (rca), but when he reached the rca, the entire system started to back up into the aorta. The physician then tried to re-position the system, but the stent came off of the balloon in the aorta. They were able to successfully snare the stent and complete the procedure with a 4.0x12mm liberte stent. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.